Manufacturer narrative:
The referenced faradrive steerable sheath was returned for analysis. Visual inspection of the device noted no abnormalities. Microscopic inspection of the hemostatic valve identified a tear in the outer valve. Pressure and vacuum testing were performed, and the sheath exhibited leaking (both air ingress and fluid egress) through the tear on the valve.

Event description:
It was reported that during the farapulse to treat paroxysmal atrial fibrillation, faradrive steerable sheath was selected for use. It has been mentioned that there were no abnormalities during the preparation of the sheath no air was visible during first aspiration with dilator. When the catheter was inserted, air was drawn continuously during aspiration. Pressure bag was used for irrigation. No fluid leak nor air in sheath was noted. The procedure was completed using another faradrive sheath. No patient complications occurred. The product was received for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during the farapulse to treat paroxysmal atrial fibrillation, faradrive steerable sheath was selected for use. It has been mentioned that there were no abnormalities during the preparation of the sheath no air was visible during first aspiration with dilator. When the catheter was inserted, air was drawn continuously during aspiration. Pressure bag was used for irrigation. No fluid leak nor air in sheath was noted. The procedure was completed using another faradrive sheath. No patient complications occurred. The product is expected to return for analysis.